Event description:
It was reported that during a lap cholecystectomy procedure, the clip malformed on cystic artery, came off cystic artery after surgeon had transected artery with scissors. Surgeon could not control bleeding and had to open patient to complete the procedure. The patient lost about 500cc of blood, was not transfused. Patient is out of hospital and doing fine. No device returning.